Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and twenty-five days post index procedure using a drug-coated balloon catheter in the cephalic vein arch, the subject had an adverse event of low access flow with occurrence of restenosis of the target lesion and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with eighty percent initial stenosis and nineteen percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that two months and twenty-five days post index procedure using a drug-coated balloon catheter in the cephalic vein arch, the subject had an adverse event of low access flow due to stenosis of cephalic vein with occurrence of restenosis of the target lesion and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with eighty percent initial stenosis and nineteen percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 10/2023), g3, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (patient, component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two months and twenty-five days post an index procedure using a drug-coated balloon catheter in the cephalic vein arch, the subject had an adverse event of low access flow due to stenosis of cephalic vein with occurrence of restenosis of the target lesion and required an arteriovenous access circuit reintervention. It was further reported that the target lesion was in the upper arm with eighty percent initial stenosis and nineteen percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. It was further reported that one year, nine months and nineteen days post an index procedure, the subject had an another adverse event of left upper extremity swelling due to fistula with aneurysmal segment in the cannulating area with proximal stenosis 50% and cephalic arch intent stenosis. Reportedly, the adverse event was not related to study device and study procedure but possibly related to av access circuit. Furthermore, a standard pta was used in re-intervention on the target lesion on subclavian vein with initial stenosis of 50% and final residual stenosis of 29%. Reportedly, the re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.